Manufacturer narrative:
The cannula has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Also, it is unclear how the patient's intra-operative injury occurred. If additional information is received, a follow-up MDR will be submitted. In (B)(4) 2014, field safety notice (B)(4) was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that a system error code 31009 occurred three times within the first 30 minutes of the surgical procedure. A system error code 31009 indicates that a tool was fully detected, and then one or more of the tool sensors were not detected for 3 seconds. This complaint is being reported due to the following conclusion: the patient sustained a liver laceration, while undergoing a da vinci cholecystectomy procedure, that required cauterization via traditional laparoscopic surgery. However, at this time, the cause of the patient's injury is unknown.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received (B)(4) with the following event description: the procedure was a single laparoscopic cholecystectomy [sic]. During the procedure, one of the instruments was not responding appropriately or correctly when moved. During the robotic procedure, the arm swivel turned and did not respond. The physician noted the tip was not located where it should have been. The rep was in the or suite at the time and they both realized the cannula had spun or moved from its normal position. The cannula was removed and you could spin it 360 degrees. It was not staying in its fixed alignment as it should. The surgeon had noted the tip had caused a small laceration in the patient's liver. What was the original intended procedure? The patient was undergoing a single site laparoscopic cholecystectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) based on the additional information provided, this complaint will remain reportable due to the following conclusion: the patient sustained a liver laceration, while undergoing a da vinci cholecystectomy procedure, that required cauterization via traditional laparoscopic surgery. However, at this time, the cause of the patient's injury is still unknown.

Event description:
It was reported that during a da vinci cholecystectomy procedure, arm 2 malfunctioned. According to the robotics coordinator, the initial reporter, the weld of the single-site 5 x 250 mm curved cannula, arm 2, came loose and cut the patient's liver. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was present during the surgical procedure. The csr indicated that the patient was short-wasted , had a very large liver, and therefore, there was not a lot of space in the surgical field. About 15-20 minutes into the surgical procedure, the surgical staff noticed that the position of the single-site curved cannula on arm 2 did not appear to be correct and was in an awkward position. At that point, the surgical staff noticed a 1 cm laceration on the patient's liver. A permanent cautery hook instrument was installed in arm 2 at the time but the surgical staff did not know definitively was caused the liver laceration. There were no reports of any issues with the permanent cautery hook instrument. According to the csr, nobody actually noticed how or when the liver injury occurred. Due to the liver injury and in order to control bleeding, the surgeon made the decision to convert the da vinci surgical procedure to traditional laparoscopic surgery. After converting to traditional laparoscopic surgery, the surgeon was able to stop the bleeding by cauterizing the liver injury. The csr indicated that the estimated blood loss of the liver injury was 20 cc's. The surgeon was able to complete the cholecystectomy procedure via traditional laparoscopic surgery and the patient was discharged home the same day. No post-operative complications were reported. Upon inspection of the single-site curved cannula, the surgical staff noticed that the shaft of the cannula was able to be rotated around the weld area. On (B)(4) 2015, isi contacted the robotics coordinator. The robotics coordinator indicated that he entered the or after the patient injury had occurred. At that time, the case had already been converted to traditional laparoscopic surgery and the surgeon was fulgurating the liver injury. The robotics coordinator stated that the cannula was sent to the site's risk management department. No additional information was provided.